Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure in an unspecified location, the balloon broke during inflation and "sheared off inside the pt." No other information was provided. The procedure was completed with another of the same type of balloon. The current pt condition is unknown. Additional information has been requested regarding this event.